Event description:
It was reported that the patient had positive blood cultures for candida. Transesophageal echocardiography (tee) results suggest fungemia may involve the right ventricular lead. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, (B)(6) 2007; 419488, lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.